Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 59 male patient had hernia repair surgery on or about (B)(6) 2018. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot no. Sp100559. Following the initial implant of the mesh device, and due to complications concerning same, the patient was required to undergo revision surgeries, including additional mesh implantation as follows: on or about (B)(6) 2018, when the patient was implanted with:lifecell strattice mesh, lot no. Sp100622-095; (B)(6) 2018; (B)(6), 2019, when the patient was implanted with lifecell strattice mesh, lot no.: sp20009066; and (B)(6) 2020, when the patient was implanted with lifecell strattice mesh, lot no.: sp20022023. This record is associated with the device implanted on (B)(6) 2019; lot sp20009066. This lot number is invalid and has been defaulted to unknown. It was also reported the patient was implanted with device lot no.: sp20022023 on (B)(6) 2020 however there is no event reported after the implantation and therefore an additional complaint record will not be opened for sp20022023, it should also be noted this in an invalid lot number. This is the same event and the same patient reported under MDR # 1000306051-2023-00100 (abbvie complaint # (B)(4)) and, MDR # 1000306051-2023-00102 (abbvie complaint # (B)(4)).